Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. It is likely that clinical status and patient comorbidities are contributing factors to the reported driveline infection. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported that a patient was admitted (B)(6) 2015 with a 3 day history of pain and purulent drainage from driveline exit site. She reported that dressing had become damp during shower (B)(6) 2015 and dressing was not changed until (B)(6) 2015. On admission driveline exit site drainage cultures were sent and they returned (B)(6) for (B)(6) on (B)(6) 2015. She was empirically started on IV vancomycin and zosyn on (B)(6) 2015. A CT abdomen on (B)(6) 2015 showed no evidence of abscess around driveline. On (B)(6) 2015 antibiotic was changed to cefazolin based on sensitivities. Abdominal ultrasound (B)(6) 2015 showed no fluid collection around driveline. She was discharged home (B)(6) 2015 on oral augmentin with plan for 12 week course ending (B)(6) 2015. Abdominal CT (B)(6) 2015 as outpatient showed no abscess around driveline. She was readmitted (B)(6) 2015 for volume overload and continued augmentin course during that hospitalization.